Event description:
Caller reported that intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin therapy.